Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information/investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the tc201 with serial number (B)(6) frequently experiences a black screen upon startup, preventing system access." It was indicated that the issue was detected prior medical procedure. No negative impact in state of health reported.